Manufacturer narrative:
The nurse reported that the central nurse's station (cns) does not have any audible alarms. This is affecting all tiles on the cns. The visual alarms are working. Nk technical support spoke their biomedical engineer (bme), who stated that the alarm beacon/light was plugged into the wrong port on the cns tower and once he moved it to the correct port, it resolved the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the central nurse's station (cns) does not have any audible alarms. This is affecting all tiles on the cns. The visual alarms are working. Nk technical support spoke their biomedical engineer (bme), who stated that the alarm beacon/light was plugged into the wrong port on the cns tower and once he moved it to the correct port, it resolved the issue. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) did not have audible alarms sounding. This was affecting all tiles on the cns. The visual alarms were working. Nk technical support spoke their biomedical engineer (bme), who stated that the alarm beacon/light was plugged into the wrong port on the cns tower and once he moved it to the correct port, it resolved the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue was determined to be user error, the alarm beacon/light was plugged into the wrong port on the cns tower. The reported issue does not require further investigation through CAPA process since the issue could be attributed to user error and not nk device malfunction. The overall risk of this event is "medium." The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) does not have any audible alarms. This is affecting all tiles on the cns. The visual alarms are working. Nk technical support spoke their biomedical engineer (bme), who stated that the alarm beacon/light was plugged into the wrong port on the cns tower and once he moved it to the correct port, it resolved the issue. No patient harm reported.